Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific crm received information that this lead was explanted as a result of a pocket infection. It was reported that a hematoma at the pocket occurred, resulting in skin erosion and a full system extraction.